Event description:
While on the line with technical support, pt performed back-to-back blood glucose tests, using the suspect device, and obtained results of 87 mg/dl and 182 mg/l. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.